Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that system diagnostics recorded high impedances on all contacts on the lead. Reportedly, patient had an unrelated surgical procedure wherein the lead was apparently damaged. As result, during an ipg replacement on (B)(6) 2021 (related manufacturer reference number 3006705815-2021-02579). The lead was explanted and replaced. Effective therapy was restored post operatively.